Event description:
The proximal stopcock doesn't allow the catheter to drain at all. Additional info was received in 2003. The doctor used the device correctly. The stopcock does not allow the csf to go down to the bag but does allow the csf to go to the sampling port. The user was then not able to empty the burette towards the bag. This would mean the stopcock itself has a defect or there is a blockage down in the tubing/bag.